Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "(B)(6) 2022". Therefore, (B)(6) 2022 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from canada a 77-year-old patient with a 25mm perimount magna valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of approximately two (2) years and ten (10) months due to pannus growth under the valve leading to aortic stenosis. A 26mm transcatheter valve was implanted within the pre-existing surgical device. As reported, the patient was noted as to be in stable condition.

Manufacturer narrative:
Added information to section a2 (date of birth), d1 (brand name), d4 (model number, serial number and expiration date), h4 (device manufacturer date) and g4 (PMA/510(k) number). Updated section b5 (describe event or problem), h6 (investigation findings) and h6 (investigations conclusions). Corrected d6a (if implanted, give date). H11: additional manufacturer narrative: pannus is a non-immune inflammatory reaction of the body to the implanted prosthesis, characterized by proliferation of fibroelastic tissue and collagen, with a starting point in the suture area and subacute or chronic centripetal evolution. Pannus can have both beneficial and harmful effects depending on the amount of growth and location. A small amount of host tissue growth over the suture line is expected and is needed to form a non-thrombogenic surface and complete the healing process after device implantation. In contrast, an excessive amount of pannus growth can cause nonstructural dysfunction that may require intervention. Host tissue growth can extend onto the cusp surfaces leading to thickening of the cusps, cusp retraction or curling, leaflet immobility, and/or abnormal coaptation, potentially resulting in valvular regurgitation, elevated gradients, and/or stenosis. Pannus/host tissue overgrowth is most likely due to patient factors and is unlikely to be related to a manufacturing non-conformance. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. The most likely root cause is patient factors.

Event description:
Per the report received from canada a 77-year-old patient with a 3300tfx25mm valve implanted in aortic position underwent reintervention for a valve-in-valve procedure after an implant duration of approximately two (2) years and ten (11) months due to pannus growth under the valve leading to aortic stenosis. A 26mm transcatheter valve was implanted within the pre-existing surgical device. The patient was noted as to be in stable condition.